Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that they received a motor error alarm. The blood glucose reading was 6.7 mmol/l.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for e70 alarm due to over written pump history file. The insulin pump has cracked reservoir tube lip and broken battery tube threads.